Manufacturer narrative:
(B)(4).

Event description:
Has been reported that during an initial hip procedure, the packaging of the device was found to be compromised. The surgery was completed with a different device with no further complications.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The reported event was confirmed by review visual inspection of the product/package. Visual inspection found that the inner pouch has pinholes present and scuffing where the implant has moved in the pouch. As a result of the pinholes, a vacuum seal is not present however a stem indentation / vacuumed profile of the stem can be seen in the pouch. A small amount of grey debris was found in the inner pouch confirming the reported issue. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to operator error and the product was likely non-conforming when it was released. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.